Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information noted the bluetooth telemetry issue was resolved. Further information was requested but not received.